Manufacturer narrative:
A ge representative evaluated the system and found the foot pedal connector and the x-ray switch on the c-arm needed to be replaced. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.